Manufacturer narrative:
The main component of the system and other applicable components are:product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient had less than 50% pain relief. The patient had multiple reprogramming sessions and had device explant on (B)(6) 2016. The indication for implant was spinal pain.

Event description:
Additional information was received from the manufacturer representative that reported that the patient had multiple reprogrammings in the past, and each she left with being happy with the coverage. The manufacturer representative was unsure when the patient had lost relief permanently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.